Event description:
Patient was implanted on (B)(6) 2022 with nalu's peripheral nerve stimulation system. On (B)(6) 2023 nalu was made aware that the surgical incision was not healing as expected. On (B)(6) 2023 a surgical procedure was performed to clean and close the incision site. There are no additional reports of complications and no reports of any components of the nalu system failing.